Event description:
The hearing performance of the device is affected.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Addiional information: based on the received information and in-situ measurements, a damage of the stimulator housing following an external impact to the device appears possible. However to determine an exact root cause device investigation of the explanted device would be necessary. Re-implantation is recommended however no further information has been received.

Event description:
The hearing performance of the device is affected. A device malfunction is suspected as a result of a trauma. Re-implantation was recommended, but the parents want to discuss it first.